Event description:
It was reported that the intraocular lens (iol) was explanted after approximately two (2) weeks due to an incorrect size lens for the patient. There were no patient complications reported. No further information was provided.

Manufacturer narrative:
(B)(4). The device manufacturing records were reviewed and showed no deviations. The diopter measurement records verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 08.5 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. A visual inspection showed a lens where the optic was cut in half, no optical deviations on the received optic parts were found. Due to the condition of the returned lens, the diopter verification could not be performed. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed a lens were the optic was cut in half, no optical deviations on the received optic parts could be found. Due to the condition of the returned lens, diopter verification could be performed. The zmb00 with serial number (B)(4) passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to the manufacturer has been submitted.